Event description:
It was reported that the device had a pacing malfunction. There was no patient involvement.

Manufacturer narrative:
The bench tech evaluated the device and the reported problem was unable to be duplicated. The device passed the pacing testing. The device returned to the customer site and no further evaluation is warranted at this time.